Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The 5mm cannula seal has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted sleeve gastrectomy procedure, a black piece from the 5mm cannula seal broke off and fell into the patient. There was no report of any patient harm; however, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy procedure, a piece from the 5mm cannula seal broke off and fell into the patient. The broken accessory piece was retrieved. On 09/02/2015, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) who initially reported this complaint. According to the csr, he was present during the surgical procedure. The csr indicated that after an endowrist instrument of an unspecified type was installed, the surgeon and physician's assistant (pa) observed that a tiny black piece from the 5mm cannula seal was sitting on the patient's small bowel. The surgeon removed the broken accessory piece using a hand held laparoscopic instrument. According to the csr, there was no patient harm, adverse outcome or injury to the patient and the planned surgical procedure was completed. According to the csr, there were no issues noted with the cannula seal prior to use and there were no issues noted while the instrument was being advanced through the cannula. The csr indicated that he was told by the pa that the wrist of the instrument was observed to be straight while the instrument was advancing through the cannula. The surgeon and pa indicated that it was unknown what caused or contributed to the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 5mm cannula seal involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The seal has small tears around the inner circumference of the black insertion area of the seal. The tears measure between .023 - .032 and appear to have small particles of material missing. It was concluded that the damage to the seal is due to mishandling/misuse. No other damage was found. It has been determined that the customer reported event as initially reported does not meet the criteria of a reportable event. Failure analysis investigation found that the reported event did not occur due to a deficiency in the returned device; but, rather occured due to user handling. Therefore, this MDR is being retracted.